Event description:
During a pulmonary vein isolation procedure using a reflexion spiral ep catheter, a pericardial effusion occurred. During mapping, the reflexion spiral ep catheter was advanced into the left superior pulmonary vein (lspv). Due to the small size of the pulmonary vein, there was difficulty advancing the spiral into the vein. The catheter was noted to be outside the geometry, the patient became hypotensive, and a non-sjm ice catheter revealed a pericardial effusion. A pericardiocentesis was performed and the patient was transferred to ICU in stable condition with a pericardial drain in place.

Manufacturer narrative:
One reflexion spiral ep catheter was returned for evaluation. The results of the investigation concluded that the spiral loop was stretched out of shape and also kinked between electrodes 8 and 9. The spiral loop deflected, but no longer deflected in the correct shape and no longer met specifications due to the damage to the spiral loop. The catheter shaft deflected in both directions when actuating the steering mechanism. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the spiral loop damage is consistent with manipulation of the catheter during use. The cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.